Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device did not meet expected longevity. Analysis of the device and internal components were as expected for a device at eri. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.